Event description:
The customer reported the prismaflex as having produced an incorrect pt fluid removal. Set pt fluid removal rate was first at 100 ml/h. This rate was adjusted to a level of about 800 ml/h for a short period later the nurses treied to set the rate again to 100 ml/h but the machine didn't accept this readjustment. The result was a high pt fluid removal with a distinct hypotension. The treatment had to be stopped.